Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) developed an inguinal hernia in the left side, causing pain. The reservoir was removed previously on an unknown date, and the remaining components were removed during the procedure when a new device was implanted. No additional patient complications were reported and the patient is expected to fully recover.